Manufacturer narrative:
Report confirmed. Evaluation determined that the fracture geometry and location are consistent with brittle fracture in bending. The most likely cause was identified as tool failed from fatigue in plane bending. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to monitor this complaint type for trends. (B)(4).

Event description:
It was reported that "the bur was broken during the surgery." It was reported that there was no injury to the patient. Upon follow up it was confirmed that there was no impact to patient or staff and no additional non-routine actions were taken. In addition, there was no delay in the procedure and a back-up device was used to complete the surgery.